Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -12.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged with a longer length lens due to low vault. This resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Patient information:unk. This product is not marketed in the us. (B)(4). Claim# (B)(4).